Event description:
Caller reported a nursing home staff member was accidentally stuck by a safe-t-pro lancet that did not retract after use. No serious adverse event was reported.

Manufacturer narrative:
This event was initially reported to htl-strefa (B)(4) by roche diagnostics under reference number (B)(4) and the report was forwarded to htl-strefa (B)(4). (B)(4) tested the retained sample of lancets from lot number r30c93c7. This test did not confirm reported failure.